Event description:
On (B)(6) 2023, when we went to get ready for an intubation 4 of the infant handles for intubating, the light did not work. Lot numbers were 201100654, 201003120, 190802644. We finally did get a good handle and intubation went well. No harm to the patient this time. Reference reports mw5147638, mw5147639, mw5147640.